Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: ten pictures were provided; pictures number one, two, three, five, seven, nine, and ten show an ecr45m cartridge, with the left side fully fired, the right side outer row fully fired and two inner rows unfired, it appears to still staples present. Pictures number four and six, show the bottom side of the cartridge, the one piece sled can be appreciated at the end, as if it was fully fired, and the cartridge pan can be observed partially detached on the right side. Picture number 8, show tissue, with three cuts and staple lines, between the portion of tissues there is one cut and staple line that can be appreciated with only one staple row. Based on the images alone the event describe is confirmed, unfortunately there is not enough evidence in the images to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a kidney harvest procedure, the first firing across the vena cava looked good. On the second firing the cut was good, but only three rows of staples were deployed on the specimen side while only one row of staples were formed on the patient side. All staple formation looked good. There was some oozing and the procedure was completed by over-sewing the staple line. The device was not articulated at the time of the firing. Since this was an organ harvest it was unknown the status of the donor.

Manufacturer narrative:
(B)(4). Batch # p55a3d. Photographic analysis: ten pictures were provided. Pictures number one, two, three, five, seven, nine, and ten show an ecr45m cartridge, with the left side fully fired, the right side outer row fully fired and two inner rows unfired, it appears to still staples present. Pictures number four and six, show the bottom side of the cartridge, the one piece sled can be appreciated at the end, as if it was fully fired, and the cartridge pan can be observed partially detached on the right side. Picture number 8, show tissue, with three cuts and staple lines, between the portion of tissues there is one cut and staple line that can be appreciated with only one staple row. Based on the images alone the event describe is confirmed, unfortunately there is not enough evidence in the images to determine root cause. The analysis found that one pce45a device was returned with no apparent damage with two ecr45m cartridges reloads present. The cartridge reload (a) was received fully fired with one b-form staple seen in the knife. The cartridge reload (b) was received with the left proximal pan hook detached and the right side fully fired. The outer row of the left side was fully fired, with the inner two rows not fired at all. The inner sled rail was visible at the proximal most position. See attached for photos for analysis of the sled. There was no damage to any of the drivers or cartridge deck. The reload was not reset. Damage is consistent with a load being applied to the top of the sled rail creating a bending motion that bent the rail from the interior to the exterior of the sled. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.